Event description:
It was reported that the user was facing recurring issues with an 4k imaging system installed in 2023. During procedures, the image on the monitor intermittently goes blank, requiring a system reboot, particularly during critical cases. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the experience of the investigator and similar complaints, the most probable root cause is the defect of the camera head cable shielding. This led consequently to disturbance of image during the use of high frequency units and fits to the failure description of customer "monitor intermittently goes blank". The event is filed under internal karl storz complaint ID: (B)(4).